Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2016-00008. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A tacticath quartz ablation catheter was advanced into the left atrium through an agilis nxt introducer and placed near the right superior pulmonary vein, after which the catheter was noted outside of the geometry. An echocardiogram revealed a pericardial effusion and an unsuccessful attempt was made to reverse anticoagulants. The effusion continued to increase so a blood transfusion was administered and the patient was transferred to surgery for a successful repair of a perforation on the left atrial roof near the right pulmonary veins. The patient was recovering at the time of this report.